Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the submitted cutting guide confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the saw capture on patella cutter (lobster claw) broke off while utilizing to cut the patella. Please send replacement to (B)(6) office. All pieces were retrieved. No surgical delay.